Event description:
The reporter contacted animas on (B)(6) 2013, alleging smelling insulin near the cartridge compartment of the pump. This complaint is being reported because the reported cartridge leak was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.